Event description:
(B)(4). Initial information and additional information received from a practitioner and an assistant on 02-oct-2008 and 03-oct-2008: a (B)(6) female received an unknown amount of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] (indication not provided,) for the first time in (B)(6) 2008, and she had her second injection in (B)(6) 2008 (on the follow-up phone call, the assistant was unsure of how many total injections were given). One month ago, after her second set of injections, she developed "one large bump and a total of 4 around the eyes" in the thin skin of her upper cheek and lower eye area. Injections were given underneath the patient's left eye, "outskirt of eye," on the bone in the corner. The product was reconstituted with sterile water and the patient was given a small amount of lidocaine (volume unknown). (It was not specified if the lidocaine had been given separately, or added to the poly-l-lactic acid.) Corrective treatment included the physician breaking up the nodules and instructing the patient to massage the injected area. The patient has another appointment scheduled for (B)(6) 2008 for additional treatment, nos. Report indicated that the "treatment is resolving the events." Concomitant medications included multivitamins. No further medical information reported.

Manufacturer narrative:
Additional implanted date: (B)(6) 2008. Additional information for sculptra (lot # and expiration date - not provided) from (B)(6): batch review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable. Additional information received from the physician reporter on 17-nov-2008. The physician reported the consumer's height and weight. Specific dates of administration were reported as (B)(6) 2008, which was also her last poly-l-lactic acid pla injection. The physician reported that the pla was reconstituted with 3 ml of sterile water and 2 ml of lidocaine. On (B)(6) 2008, the consumer received 3 cc each in the right and left cheek, 2 cc each in right and left pre-jowl sulcus, 1.5 cc nasolabial (nl) fold (right and left) and 1.0 cc each in lower eyelid (right and left). The physician described the events as upper cheek/ lower eyelid subcutaneous (sq) nodules a/ granuloma. The several nodules were 8-10 mm palpable/ visible nodules. The single granuloma was 1.5 cm erythematous lesion on her right upper cheek. The medical specialty of the physician administering the product was a facial plastic surgeon. He described treatment as subcision/ rehydration/ steroid injection performed on (B)(6) 2008. The event was considered ongoing. No further medical information reported.